Event description:
It was reported that during the aneurysm embolization case, physician used the subject guidewire to bring microcatheter to the target lesion. The subject guidewire was not able to be manipulated, on withdrawal it was found fractured inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date- added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent. The guidewire was returned broken in 2 segments. The proximal segment was noted to be without nitinol tubing, and the core wire was exposed. In the distal segment it was noted that the proximal bond junction was damaged, and no core wire was exposed. The guidewire ptfe coating was noted to be peeling in multiple areas. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated, and there were no anomalies noted. The functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the introducer was not used during the insertion process, the torque device was used with the guidewire, there was no friction/resistance encountered during the procedure, the patient's anatomy was moderately tortuous, and a microcatheter (non-stryker) was used in conjunction with the subject device. The core wire distal end was observed through the distal tip dome. The ptfe coating was noted to be peeling in multiple areas. The hydrophilic coating was hydrated and there were no anomalies noted. Based on the analysis, it is probable that the guidewire experienced high tension and/or torsion forces while navigating inside the microcatheter to the aneurysm, and this caused the wire to kink and fracture. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the guidewire broken/fractured during use and the guidewire distal end/tip kinked/bent since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with insecure fastening of the torque device on the wire which can result in slippage and can cause abrasion/peeling of the ptfe layer. An assignable cause of handling damage will be assigned to the analyzed damage of the guidewire ptfe coating peeling since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
The device has not returned.

Event description:
It was reported that during the aneurysm embolization case, physician used the subject guidewire to bring microcatheter to the target lesion. The subject guidewire was not able to be manipulated, on withdrawal it was found fractured inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.